Event description:
A physician reported the cassette was leaking before a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected and confirmed a return of a posterior cassette along with 25 gauge (ga) probe. Review the posterior cassette returned for this investigation was not a suspected sample associated to the complaint. As the customer did not return all components associated with this complaint sample, a full evaluation could not be performed. As described, it is important to remind the customer to return all products associated with the event for a full evaluation. No action will be taken for this occurrence, as the root cause is unknown. No adverse trends have been observed associated with the reported product and event. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).